Manufacturer narrative:
Device evaluation: on examination, the keypad was torn between the down arrow and ok buttons. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the ok, up arrow, and contrast keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.